Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 07-jun-2018 with the following findings: the battery compartment was cracked on the left side of the grip pad. The display was dim and pink. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed the battery compartment was cracked, and the display was dim. This report is made based on results of investigation completed on 07-jun-2018.